Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1204as-85 was received for investigation. It was identified using digital caliper ID: 011 that approximately 26.41mm of the distal end of the flipcutter shaft had been sheared off. The breakage site was consistent with interference between the device and a power tool. The fragment of the distal tip displayed signs of heat damage, and the cutting tip had fractured.

Event description:
On 11/09/2021, it was reported by a arthrex employee via sems that an ar-1204as-85 flipcutter tip was damaged. This was discovered during use in a procedure on (B)(6) 2021. The fragment was removed and the case was completed by using a new ar-1204as-85.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.